Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm which was resolved by replacing the aic. No clinical details regarding patient condition were provided.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360). The logs showed a cell voltage decline in only one of battery 2¿s cells which occurred as the battery failure alarm triggered. The failure mode was reproduced. The battery 2 lcd indicator was blank (fully discharged). The battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. The root cause of the battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.